Manufacturer narrative:
No additional information was received despite multiple requests. The lens was returned for analysis. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. One haptic was attached to each piece of optic. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the posterior capsule was punctured during insertion of the lens into the patient¿s right eye. The lens was removed and anterior vitrectomy was performed. A sulcus lens of unknown model was implanted. Current patient¿s prognosis described as ¿unknown¿. Additional information was requested, but was not received.